Event description:
This complaint is being reported based on the product analysis findings completed on (B)(6) 2012.

Manufacturer narrative:
Recall status report - 2531779-03/24/2010-003-r. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: the pump was returned for investigation and evaluation revealed a force sensor issue that had not been reported by the user. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was unable to detect the cartridge during the load step. During evaluation the force sensor plate resistance was found to be out of specifications and there was contamination on the force sensor plate. Unrelated to the force sensor issue, the screen was found to be faded and discolored.